Event description:
It was reported that the patient presented to the emergency room experiencing syncope. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2014. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).